Manufacturer narrative:
Only the handle assembly was returned for analysis. The ligator head, irrigation catheter and velcro strap was not returned with the device. It was noticed that the crimp was present on the trip wire but was retracted within the handle post. A visual examination of the returned component found some scratches caused by the trip wire wrapped around the handle post. The trip wire was noted to be placed in the shank and was kinked in several locations. The suture was broken and a small section was attached to the distal tip of the trip wire loop. It was also noted that the trip wire was partially rolled in the handle and there no evidence that the trip wire was secured in the handle assembly slot during procedure. A functional evaluation was performed; however, the handle could not be rotated due to the trip wire wrapped around the handle post and the trip wire was placed in the handle bracket. Based on the evaluation of the returned device, it appears that the scratches found in the handle post were caused due to the trip wire was wrapped around the handle post and the trip wire was placed in the shank instead of secure it in the handle assembly slot, then the handle spool was rotated causing the damages found on the device. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during preparation, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.